Manufacturer narrative:
This is a follow-up report with reference to MFR report number 1220948-2017-0014 that was submitted on february 21, 2017. We did not have the complaint device when the initial report was submitted. We have received and evaluated the complaint device. We have confirmed the reported failure. We found tails of the centering hoop was sticking out of the sheath preventing closure of the device. We are aware of this issue and have an ongoing recall that includes this lot number. We had notified this hospital to return all affected devices on 02/09/2017. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. However, we did initiate a corrective action to investigate and resolve complaints related to similar issues. We have implemented a design change to our device that includes a heat shrink covering of the blades. We believe this change, along with some other process improvements, will eliminate the issue that our customer experienced.

Event description:
During valvulotomy, after the first usage, the blades did not close anymore.

Manufacturer narrative:
We have not yet received the complaint device for evaluation since the device is still at the transit. Hence, we cannot conclusively determine the root cause of the issue. There was no injury to the patient as the result of this incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. While we are inconclusive regarding the root cause, this lot is part of an ongoing recall for issues with a similar description. We have informed the hospital regarding the recall on 02/09/2017. We will provide a follow-up report once we perform our investigation and determine the root cause. Device still in transit.

Event description:
During valvulotomy, after the first usage, the blades did not close anymore.